Event description:
Initial info was received from a physician via a company representative and received by (B)(6) on 7-oct-2010 and additional info was reported by a nurse: a (B)(6) female pt received treatment with poly-l-lactic (sculptra) 1 vial on (B)(6)-2010 for an unk indication under both of her eyes. The pt returned to the physician's office in (B)(6) 2010. She developed a nodule on both her cheeks on an unk date in 2010. The physician treated her with low level led lights, "zanrex", doxycycline, and prednisone. No medical history or concomitant medications were reported. No further relevant info was reported.